Event description:
It was reported that the patient presented to the emergency department for an ICD shock on (B)(6) 2023. The patient was found to be fluid overloaded and was admitted to the cardiac intensive care unit on (B)(6) 2023. It was reported that a swan-ganz catheter was placed to assess the patient's fluid volume status and check the accuracy of the cardiomems sensor on (B)(6) 2023. The sensor was recalibrated and the mean was increased by 6.5 mmhg. Readings were observed under the manufacturer's patient care network database.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Per the IFU, right heart catheterization is required for system baseline (mean pressure) calibration and may be needed to recalibrate the baseline (mean pressure) in order to continue to use the system.